Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was experienced blood glucose. Blood glucose at the time of event was 33 mg/dl. Customer reported first event was a low. Customer treated for this low blood glucose by placing sugar under tongue. Customer also experience high blood glucose over 500 mg/dl. Customer reported that the pump also displays rainbow colors and sometimes the keypad doesn't working. The insulin pump will not be returned for analysis.